Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no physical damage found on the device. Event log history was performed and indicated that "system fault" was recorded in history. During analysis, the customer's reported issue regarding an error code was not able to be duplicated during power up process and infusion test. Service replaced the main board as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error 44510". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.